Event description:
Procedure type: lobectomy. According to the reporter: pulmonary artery branch staple reload was put into position and fired on pulmonary artery branch. After fire, the surgeon pulled back on black knobs of handle. Once pulled back the reload would not open. In order to release he had to use another handle and reload to fire more proximal to remove. The incision was not extended by more than one inch. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc. No reinforcement material was used.

Manufacturer narrative:
(B)(4).